Event description:
It was reported that this right ventricular (rv) lead no longer provides pacing in bipolar configuration, but it does perform appropriately in unipolar configuration. It is suspected that this could be caused due to an insulation integrity issue. It was also mentioned that this is not causing any issue for the patient at this time as the patient is not pacing dependent on the right ventricle. The rv lead remains in service. No adverse patient effects were reported.